Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage during use. Problem description: liquid leakage at the spiros cap when used with the cassette tubing. Spiros connected to secondary access to the cassette. Problem frequency: it has happened about ten times. Impact on the quality-of-care loss of time, loss of medications, and risk of professional exposure as well as to the patient. Harm to the user: no, but prolonged treatment and increased risk.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4. The customer reported lot# 142s4069, but this does not exist and letters are not currently used by ICU in this material#. 14254069 was used for this report due to the similarity in "s" and "5" and it was associated with the product in question. E1. Additional phone number: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Additional information: additional information d4 lot number. Additional information d4 expiration date. Additional information h4 device mfg date. Additional reporter: administration technician: (B)(6). Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received from the reporter stating that "it should be noted that in their branches of cisss chaudière appalaches - montmagny, the problem was always the same. The method of using the spiros ch2000s-c cap connector was the same for each center and has been verified by their advisors. Since the method was being perfectly executed, it became evident that the problem came from the spiros ch2000s-c cap connector. The problem was: liquid leakage at the spiros cap when used with the cassette tube. When the spiros connector ch2000s-c cap was plugged into the IV line of the IV tubing cassette (on the secondary line) and the pump was turned on, the air presence alarm sounded on the pump, the liquid leaked from the spiros cap, and it became impossible to restart the pump without manually creating a vacuum to eliminate air. This posed a risk of chemotherapy exposure for healthcare personnel as well as a loss of medication. They also stated that the spiros ch2000s-c cap connector did not reduce the risks of exposure (for which it was designed) but rather increased them.